Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead was explanted due to an infection. The patient was hospitalized with an infection and was administered oral antibiotics. No additional adverse patient effects were reported.